Event description:
Baxter (B) (4) reported leakage from the silicone tubing on a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Eval summary: results indicate confirmation of the reported event of leakage from the silicone tubing on a transfer set. The root cause was a tubing pinhole. Renal qual engineering, along with plant mfg and qual personnel, will continue to monitor this prod line for trends and will take corrective/preventive action as appropriate.